Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade unknown with pain. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken, crease fold, opening, device appearance (observed 40 mm dark patch edge material inside gel device) and weight to the spec. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact broken and opening striated in the posterior side. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken with non-penetrating nicks due to surgical impact. Non-penetrating nicks. Missing piece of the shell due to inconclusive. A striated edge opening on posterior due to surgical damage.

Manufacturer narrative:
Information contained in this report has previously been submitted via psr. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was rupture and capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade unknown with pain. Device has been explanted.